Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite reprogramming done due to lead migration. The patient underwent a lead revision procedure wherein during the procedure, the physician found out that there was a larger amount of scar tissue than normal that was making the paddle lead hard to remove. The physician did a laminectomy to finally get the paddle lead out and repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.